Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (name and date performed unknown). According to the complainant, the console outputs were low and the pump did not function properly. Although power output was low, it was reportedly sufficient enough to complete the procedure using this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found many areas on the cover from which paint had flaked off. All knobs and switches functioned properly. The unit passed the endostat ii return evaluation procedure and was within all test parameters.the condition of the returned device was not consistent with the complaint of low outputs and pumping issues; the complaint was not confirmed. Although the unit was equipped with the old style irrigation pump, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the event.a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (name and date performed unknown). According to the complainant, the console outputs were low and the pump did not function properly. Although power output was low, it was reportedly sufficient enough to complete the procedure using this device. There were no patient complications reported as a result of this event.